Manufacturer narrative:
(B)(4). The access port associated with this report was not returned as the access port was not explanted and returned with the band. Based upon the catalog number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergen in determining a probable cause for this event. Device analysis noted the buckle was broken with striations consistent with a surgical end cut to remove the device. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."

Event description:
Health professional reported, "explanted lap-band." Follow-up information: health professional reported the lap-band was explanted because it had "slipped."